Manufacturer narrative:
The explanted devices were not returned to bsn as they were disposed by the medical facility. Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e; serial number: (B)(4); batch/lot number: 5015288; description: infinion 16 trial lead kit 50 cm; model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report that was received that following a trial procedure when the physician placed the leads even the stimulation was not turned on, the patient was experiencing a lot of pain. The patient was vomiting, anxious and screaming. The patient had an early lead pull and was hospitalized for magnetic resonance imaging (MRI) and for evaluation.